Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported a concern with the infusion set because "insulin was not going in," and she experienced elevated blood glucose. Several attempts were made to follow-up with the pt, and these were unsuccessful. No additional details were provided. No product was requested for eval, and pt was instructed to contact her supplier for replacement product. The pt did not require treatment from a health care professional or second party to address the issue.